Manufacturer narrative:
The first occurrence of this adverse event was reported in regulatory report number: 3004209178-2020-15230. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock from their implantable cardioverter defibrillator (ICD) for svt (supra ventricular tachycardia) versus ventricular tachycardia (vt). It was noted that the device initially withheld for wavelet but then did not match and therapies were delivered. The ICD remains in use. No further patient complications have been reported as a result of this event.